Manufacturer narrative:
Additional narrative: this report is for three 5mm locking head screws/unknown lots. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2015 when the patient came in for the removal of the locking compression plate (lcp) femur devices, it was observed that the heads of three of the 5mm locking head screws were broken. This made them difficult to remove; there was a thirty minute delay in the surgery time. The broken screw removal set was used; the devices were discarded. The patient¿s condition is reported as fine. This report is for three 5mm locking head screws. This is report 1 of 1 for (B)(4).